Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated by the programmer. It was confirmed the patient's device was supported by consult. Technical services (ts) walked the health care professional (hcp) through troubleshooting and paged the local field representative. It was noted the patient was recently implanted with a barostim device. This crt-d remains in service. No adverse patient effects were reported.